Event description:
It was reported that the patient had a fluid filled cavity over the pump. Additional information was received that the catheter was disconnected at the pump/catheter connection. A catheter revision was performed and they reconnected the catheter to the pump. The patient outcome was reported to be no injury. The pump system was being used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709 lot# j10903r27, implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).